Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. A product evaluation revealed that the breast pump passed all functional tests. The customer reported problem could not be confirmed. The product evaluation also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. The issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4). Evaluation summary. Vacuum levels and cycle rates were tested using the customer's returned transformer and the following were the results: (B)(6). Vacuum and cycle specifications for the pump are as follows: (B)(6). The unit functioned within specifications. No issues were noted with the unit or the returned components a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.79 vdc, which is normal and indicates the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparkling were not observed while the power supply was plugged in. The resistance across the ac blades measure as 55.80 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
Customer stated the pump has low suction on one side. During the product evaluation on (B)(6) 2014, the technician observed a breached transformer housing, which is a safety risk.